Event description:
It was reported that the patient presented for an explant procedure. Prior to the procedure, it was noted that the right atrial (ra) lead was failed to capture and failed to sense. The ra lead was explanted and replaced. The patient status was unknown.